Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of ps2 connector found loose. The controller also failed functional testing as a result of a broken wire in ps2 that disrupted the ability of the controller to communicate with its peripherals; however, once the pin was reconnected, the controller passed all functional testing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition.  Users are further instructed to exchange any controllers that are identified with loose connectors.  The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came for smr upgrade and reported that is connector on port 1 is damaged. The site confirmed and exchanged the controllers without any impact to the patient. Investigation is ongoing.